Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped working and forward firing was observed at 36,980 joules. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient".